Event description:
It was reported that total knee revision was done for loose femur.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.